Event description:
The hologic insight ii mini c arm image orientation randomly changes when sent to a pacs archive. This change in image orientation of 180 degrees from what is displayed on the unit's monitors will randomly change the displayed orientation when sent to a pacs review station ie the left side on the unit will be the right side on the pacs monitor, or the right side on the unit will be on the left side on the pacs monitor. This has the potential for misdiagnosis and pt treatment due to the changing of image orientation when sent to a pacs review station for interpretation by a radiologist. No misdiagnosis has occurred at our facility due to the radiologic technologist's diligence in checking the image orientation of the archived images. Use: 1 hour per surgical case. Reason for use: surgical c-arm operations. Event reappeared after reintroduction: yes.